Manufacturer narrative:
H6: the revision reported was likely the result of suspected lucency/subsidence possibly due to soft bone or a previous cyst per the sales representative. However, this cannot be confirmed as the device was not returned for evaluation and pre-revision radiographs were unable to be obtained.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. D10: concomitants: 7104187, 350-01-02e - talus - left - sz 2 - EU; 6430910, 350-31-02 - tibial plate mb sz 2 lt; 5573608, 350-41-12 - tibial insert mb sz 2 lt 7mm. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a female patient, initial left knee implanted on (B)(6) 2022, underwent a revision procedure on (B)(6) 2023, approximately 7 months post the initial procedure, ¿suspect lucency for revision¿ stated. This was in fact a total vantage ankle replacement. The surgeon suspected that the bone under the implant had subsided possibly due to soft bone or a previous cyst. The surgeon removed some osteophytes and did an achilles release to increase the patients rom. He then implanted a new insert. There was no surgical delay reported. The patient was last known to be in stable condition following the event. The device was disposed of by the hospital and is not available for return. No other patient information/medical history reported.